Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting loss of capture at max outputs. The lead was surgically abandoned during a device changeout procedure. The physician reported the lead was barely in the lateral vessel. A new lv lead was not implanted because the decision was made to implant an implantable cardioverter defibrillator (ICD) instead of a cardiac resynchronization therapy defibrillator (crt-d). To date, there have been no adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.